Event description:
The animas insulin infusion line of products cannot be accessed with the company provided software as their software is not compatible with current software operating systems. Animas solution is to have the end user (patient) to invest in or obtain a (B)(6) based operating system or computer to access the necessary data for proper care and management of the pt's diabetes care. Without access to or limited access to this vital info, it can result in serious health or safety risks. On (B)(6) 2015, animas response to the filer was "get to a (B)(6) based system or earlier and you will be able to access the data. Animas was then notified that the vast majority of computers were automatically upgraded by (B)(6) based system and that update was mandatory in (B)(6) 2015 and needed to be reversed within 30 days to revert back to the previous operating system. Animas has had several years to correct this operational defect or flaw and it is unclear how many safety issues have occurred. Animas further recommended that the filer go to the physician's office to obtain the data, which would result in yet another cost on the end user (patient). Diagnosis or reason for use: diabetes type I.